Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the surgeon was unable to slide the plate over the screw end. The surgeon had the same problem with both screws. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the complained article was forwarded to the responsible product development center for evaluation. The investigation of the dhs/dcs screws shows that at the end of the shaft the coupling slot are deformed. Unfortunately we are not able to determine the exact cause which has led to this occurrence. It is possible that during committing the dhs screw, the dhs centering was not used. The measurable dimensions of the deformed dhs screws were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification the present plate was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. No product fault could be detected. Placeholder.